Event description:
Lap chole - "surgeon inserted universal clip applier into pt through 5mm af trocar properly. Surgeon fired clip to occlude cystic artery. First two clips fired properly. Surgeon tried to fire third clip, but clip had jammed. Tried again and clip spit out. Fired another time and clip worked properly. When it came time to occlude the cystic duct, the clip fired properly the first time, but misfired next two times. Asked for another clip applier. Misfired clips were removed." Pt status: surgery completed without further incident and no injury to pt.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.